Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient's primary care physician found that she had an infection at her ipg pocket site. The patient is currently taking antibiotics. It is unknown if the patient is taking the antibiotics orally or intravenously. The patient followed-up with her surgeon on (B)(6)2010. The surgeon examined her and ordered labs, which the patient has not yet completed.

Manufacturer narrative:
Evaluation method- the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.